Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer was treated with a bolus with the insulin pump. Customer was not using auto mode feature at the time of high blood glucose event. Customer stated that they were unable to calibrate. Customer declined troubleshooting for high blood glucose event. The insulin pump will not be returned for analysis.